Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd micro-fine¿ insulin pen needle contained foreign matter described as "dried product". No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: one photo of a 29g x 1.7mm pen needle was returned from lot. No. 6173511, cat. No. 320216. Visual examination was carried out on the returned photo and a hooked cannula was observed. No foreign matter was observed on the cannula. A lot history review was carried out and no related non-conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. This damage occurred on the assembly line prior to the shielding process. Based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.

Event description:
It was reported that bd micro-fine¿ insulin pen needle contained foreign matter described as "dried product". No serious injury or medical intervention was reported.